Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. The rv and svc exposed coils were stretched and distorted with tool marks visible on both. The lead was returned with the helix extended and stretched out of specification. Visual analysis indicates damage at explant. Full analysis cannot be completed at this time due to pending litigation. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and oversensing in the form of short interventricular pacing intervals due to fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 36, 36.5, 37, and 37.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.